Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to no vacuum as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes the tube under filled. The following information was provided by the initial reporter, translated from (B)(6) to english: when used the sst ii to blood collection,it was found that the tube did not draw enough.